Event description:
It was reported that the system would display a saturation fault each time the system would fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty x-ray tube. System operates as intended.